Event description:
As the surgeon was attempting to extend the uterine incision, she inserted the bandage scissor into the uterus. She used the bandage scissor to prevent any trauma to the baby being delivered. When she went to actually close the scissor and cut the uterine wall the scissor snapped at the point of the bend (about 1 inch from the tip of the scissor) and came completely disconnected from the rest of the scissor. It initially fell into the uterus but was immediately retrieved and sent off of the sterile field. We performed an x ray on the patient to ensure no pieces of the scissors had ended up in the patient. Manufacturer response for bandage scissor, jarit 100-528 germany stainless steel 77 (per site reporter): they will investigate and send me a letter.